Event description:
It was reported the patient (clinical) experienced an undesirable change in stimulation. As a result, surgical intervention was undertaken on (B)(6) 2014, whereas the lead was repositioned. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.